Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the investigation is inconclusive for the reported deflation issue, as the sample was not returned for evaluation. The definitive root cause for the reported deflation issue could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) states: warnings & precautions: never use force when advancing or retracting intravascular device without first angiographically determining cause for any resistance. Using force may damage catheter or cause injury to the patient (such as vessel perforation). Do not exceed maximum inflation pressure indicated on label. Excess inflation pressure can cause balloon rupture and the inability to withdraw catheter through introducer sheath. Withdrawing balloon through introducer sheath may damage balloon. Balloon deflation and catheter removal: deflate balloon by drawing vacuum on the = 50 cc inflation device. Use fluoroscopy to visually confirm that balloon has fully deflated prior to withdrawing catheter. While maintaining negative pressure and guidewire position, withdraw deflated device over the guidewire and out through introducer sheath. Use of a gentle clockwise twisting motion may be used to help withdraw balloon through introducer sheath. If unusual resistance is met when attempting to withdraw balloon, position balloon in anatomical position in which it can be inflated safely. Partially inflate balloon and then deflate it. Balloon re-folding can be observed under fluoroscopy. Use of recommended contrast concentration will facilitate fluoroscopic visualization of balloon re-folding. If balloon will not pass through introducer sheath for removal, remove balloon and sheath as a single unit.

Event description:
It was reported that during preparation for a tavi procedure, the valvuloplasty balloon allegedly could not be deflated with a syringe. There was no patient contact.

Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a tavi procedure, the valvuloplasty balloon allegedly could not be deflated with a syringe. Patient status is unknown.